Event description:
T3103as was in situ and burst. It has been requested more info to the customer. Complaint will be updated. New information has been received from (B) (6) on 15th of february 2010: t3103as used according to instructions during a carotid endarterectomy under g/a. Satisfactory shunt flow confirmed with doppler probe. Uneventful endarterectomy and arterial closure with dacron patch. When shunt was removed and arterial flow re-established there was haemorrhage from the internal carotid well above the arterial repair. A tear and bruising in the internal carotid artery were identified in keeping with a balloon injury. The tear was anteriorly and opposite a atherosclerotic plaque. Difficult dissection and control of distal ica, reinsertion of shunt without balloon inflation of internal arm (accepting ica backbleeding). Ica repaired with a further dacron patch. Significant blood loss requiring transfusion. Patient seemed to recover without a neurological deficit though had a wound haematoma and undue pain.

Manufacturer narrative:
Device was discarded by user and not available for return and evaluation